Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. A day after the onset, the patient was hospitalized due to the event. The patient was treated with meropenem injection (1gm, daily, route and duration were not reported), vancomycin injection (1gm,every 5 days, route and duration were not reported) and amikacin injection (125mg, daily, route and duration were not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital however was not recovering from the event. Four days after the event onset, pd therapy was stopped, the catheter was removed and the patient was switched to hemodialysis. No additional information is available.